Event description:
It was reported that the device was explanted after an implant duration of 67 months, due to leaflet calcification. Reportedly, the leaflets would not move.

Manufacturer narrative:
The device has not been evaluated.